Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated that tooth #10 had deep pocketing and significant mobility. Also there were other areas of less severe localized bone loss as well. Contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.